Event description:
A patient in a study underwent a da vinci-assisted pulmonary lobectomy. During a follow-up visit, the patient reported experiencing a superficial surgical wound site infection 11 days after the index procedure. A seven-day course of oral antibiotics was prescribed. There was no re-admission, or re-hospitalization required and the event was reported as resolved one week later. The index surgical procedure was completed successfully without intra-operative complications; no malfunctions were reported with the da vinci system, its instruments, or accessories. The patient experienced no post-operative complications during the hospital stay and was discharged three days after the index procedure. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade ii, having a causal relationship to the procedure, but not related to the da vinci study device and not related to the patient's underlying disease status.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 168 cm., body mass index (bmi) 26.2 kg/m2.